Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during transection of the sleeve on a laparoscopic sleeve gastrectomy, the surgeon described that the reload fired halfway, with the knife blade advancing halfway. A mess of staples was left in the crotch. The handle showed ¿reload error¿ sign with reload swim lane having yellow triangle with an acclamation point. They used a competitor's manual stapler instead to complete the case. There was no patient injury.